Event description:
Plaintiff alleges severe latent injuries as a result of the use of latex gloves and latex. Injuries include but are not limited to severe and permanent latex allergy, severe recurring rashes on the face, arms, hands, and neck, swelling, and eye and nose irritation.